Event description:
Following surgery on (B)(6) 2013, the implanted product was noted to have shifted position. Revision surgery occurred on (B)(6) 2013. No injury has been reported.

Manufacturer narrative:
(B)(4). Review of radiographs provided depict a two-level implantation; the upper level appears misaligned in the sagittal plane. The explanted device has been returned; eval is incomplete at this time. No root cause has been identified. The prosthetic device has been returned; eval is incomplete at this time. No root cause has been identified. The prosthetic device has been evaluated for, and is approved for single-level spinal corrections. Review of mfg records noted no non-conformance. No prior implant complaints have been received for the associated lots. Labeling review: "the safety and effectiveness of this device has not been established in patients with the following conditions: intractable radiculopathy or myelopathy due to pathology at more than one level and/or pathology not localized to the disc space; risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the component; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components..."